Event description:
It was reported that the patient's issue of discomfort at the ipg site cleared has resolved after the pocket site revision surgery.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site due to weight loss. Surgical intervention was undertaken on (B)(6) 2018 during which the ipg was relocated.